Event description:
It was reported that the customer had a few incidents where he ran out of insulin with the 1.8ml reservoir before it was time for a set change. Customer has experienced 2-3 no delivery alarms. Customer was explained the possible reasons for occlusions. Customer declined a transfer to the helpline. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.